Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 14 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue grounding malfunction. The count of events has been corrected to reflect this.

Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
4 of the devices that were evaluated were investigated further and it was found that there was no problem with the devices as the testing equipment was set incorrectly per the IFU. Section h codes have been updated. Because of this, the number of reported events has been changed from 14 to 10.

Event description:
This report summarizes 10 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
Add 510k number.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.